Event description:
During a literature search, the following article was found in eur j vasc endovasc surg 32, 589e595 (2006) doi:10.1016/j.ejvs.2006.04.040. The article was entitled: early experience with the retrievable optease vena cava filter in high-risk trauma patients by c. Meier, i.s. Keller, r. Pfiffner, l. Labler, o. Trentz and t. Pfammatter. Division of trauma surgery, and institute of diagnostic radiology, university hospital zurich, switzerland. Report minor caudal filter migration was observed in one patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please reference MFR. Report # 9616099-2012-00716, # 9616099-2012-00717, and # 9616099-2012-00718.

Manufacturer narrative:
Complaint conclusion: during a literature search, the following article was found in eur j vasc endovasc surg 32, 589e595 (2006) doi:10.1016/j.ejvs.2006.04.040. The article was entitled: early experience with the retrievable optease vena cava filter in high-risk trauma patients by c. Meier, i.s. Keller, r. Pfiffner, l. Labler, o. Trentz and t. Pfammatter. Division of trauma surgery, and institute of diagnostic radiology, university hospital zurich, switzerland. Report minor caudal filter migration was observed in one patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, 'sail' effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. Without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event. Please reference MFR. Report # 9616099-2012-00716, # 9616099-2012-00717, # 9616099-2012-00718.